Event description:
It was reported a patient's implantable cardioverter defibrillator (ICD) presented with inappropriate anti-tachycardia pacing (atp) due to atrial fibrillation (af) with rapid ventricular response (rvr). A medication change was administered. There were no patient consequences.